Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. The delivery device was returned for analysis without the stent. It is not clear if the stent dislodged inside the pt or outside. No additional information is available.